Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2015 reporting a medical intervention that occurred around that date. Patient stated that the prodigy meter was giving her a blood glucose result of 500mg/dl. Paramedics arrived and tested patient's blood glucose and obtained a result of 92mg/dl. Patient stated that upon arrival at ER she was told that she needed a new meter. (B)(4) is in process of collecting additional information on this case. (B)(4) customer care was unable to collect any additional information due to the patient who was the initial reporter passing away. According to conversation between (B)(4) and the person giving the information ((B)(6)) the patient's death was not related to the initial event recorded on (B)(6) 2015.